Manufacturer narrative:
One used sample was returned for evaluation. The sample was received with the bolus tip detached from the distal end of the tube. The distal end was examined under magnification and the disconnection point was found to be smooth and even, with adhesive residue present but inconsistent in some areas. The detached bolus tip was also examined and the disconnection point was found to be smooth and even as well, with a slight indentation at the proximal edge. The complaint is confirmed, however, no manufacturing related root cause could be determined. All information reasonably known as of 25 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 19 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the tip of the nasogastric (ng) tube was found to be torn off on (B)(6) 2019. The tube was placed on (B)(6) 2019. No forceps were used. No patient injury was reported.